Event description:
It was reported that when the or staff went to retrieve the battery after autoclaving, it had "exploded" in the autoclave chamber. The customer stated that they used to recommended 3 min. Flash cycle. There were no injuries as a result of the malfunction.